Manufacturer narrative:
Follow-up #1 date of submission 02/05/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the temperature complaint could not be duplicated or confirmed with investigation. Review of pump¿s black box revealed no related alarms. Battery compartment moisture was observed. A battery compartment leak was revealed during leak testing. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. Moisture was observed on the pump¿s printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 11/25/2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress with battery compartment damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.